Manufacturer narrative:
(B)(6). Investigation summary no photos or physicals samples that display the reported issue were provided for investigation. A device history was performed and found no no-conformances related to the reported issue during production of batch 1805112. Two retained samples of the same lot were used for additional evaluation. The protectors were successfully connected to the vials, ensuring they fit properly. Samples were tested functionally, connecting to an injector and syringe without issues and no leaks were observed. It is important to follow the instructions for use when using phaseal devices to ensure the product functions properly. The protector must be attached completely vertical to the vial. The m12 assembly fixture is recommended to ease the connection of the protector to the vial. Investigation conclusion. Leak between protector and vial. No samples or pictures were received. Two retained samples were taken for evaluation. Visual inspections show no defects. The protectors were connected to the vials using a m12 assembly fixture. All protector fitted properly the vials. Connected to an injector and syringe, functionality test was performed: no leak was found. Inspections and tests in manufacturing area for protectors: visual inspections and critical dimensions for protector housing parts are performed according to ph-300 current version. During assembly process, the operator performs the following inspections and tests according to ph-302 current version: it is verified that expansion film of the bladder is centered in the protector housing, correctly sealed and free of holes or damages. Visual inspection of the filter is performed to verify that is centered in the protector cavity, welded in a right position and free of holes between the filter and filter cover. Overpressure test is performed to verify that the expansion film of the bladder can resist certain pressure. Film breakage test: the expansion film of the bladder must break at minimum pressure (0,8 bar). It is verify if the break is produced in the sealing area or at the film. Functionality test is performed to ensure properly work of the protector. Hydrophobic filter leakage is performed to verify that no leaks are present in the filter. Root cause description there is no evidence of failure during the manufacturing process. Considering that no samples or pictures were received, retained samples were requested for the investigation the defect couldn¿t be duplicated using the retained samples. The root cause cannot be established. Rationale the root cause cannot be established. According to qda, cmp is acceptable for this defect. No more actions are needed at this moment. Trend will be evaluated.

Event description:
It was reported that during use of the bd phaseal¿ protector p14 by two different nurses that it was unusually difficult to affix to oncotice vial. When diluent was injected into the p14 it leaked out of the p14. This occurred on 2 separate occasions but the date/time and or patient information is unknown. The following information was provided by the initial reporter: p14 was unusually difficult to affix to oncotice vial. When diluent was injected into the p14 it leaked out of the p14. This happened to two different nurses in the same week and both reported that it was unusually difficult to affix the p14.